Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined for the pain. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented posterior stabilized (ps) catalog # 42500607401 lot # 64044191; articular surface fixed bearing posterior stabilized (ps) catalog # 42512401010 lot # 63998567; all poly patella catalog # 42540000032 lot # 64279537. Patella reamer blade with pilot hole catalog # 00597909551 lot # 64252254. Multiple MDR reports were filled for this event: 3007963827-2023-00317; 3007963827-2023-00319; 0002648920-2023-00276. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and has a deformed knee post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.